Event description:
On (B)(6) 2013 at around 4:00 am, the patient was taken to the hospital with hyperglycemia. Around midnight her blood glucose level was 260 mg/dl and the mother gave her two boluses of insulin. At 1:00 am the patient's blood glucose level was 280 mg/dl and at 3:30 am it was still at 280 mg/dl. The patient experienced vomiting. The doctor stated that she had ketones in her urine, but it was not due to the hyperglycemia. The doctor disconnected the patient from the infusion device. The patient's mother provided her with two injections of insulin and the doctor provided two infusions. The patient's blood glucose level began to reduce to 190 mg/dl by 8:00 (am or pm not known). The patient was released from the hospital on (B)(6) 2013. The infusion device was replaced due to delivering too low an amount of insulin. The patient returned to infusion therapy after she was released from the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarm functions test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The battery cover and adapter passed the optical inspection. A visual inspection and test for flow and leakage were performed on the returned unused infusion set and the reference samples, and all test results were within specifications.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.